Event description:
It was reported that the device would not pace. Device was changed and replaced with a second one which worked without incident.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.